Manufacturer narrative:
Device received with no button response due to corroded keypad traces. The keypad connector was inspected and fully locked on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and buttons were stuck. The customer blood glucose level was 70 mg/dl. The customer was assisted with troubleshooting. Customer states they did press a button down for three minutes or longer. Customer states they were not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.